Manufacturer narrative:
This report is submitted on 07 january 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to pain, headaches and non-auditory sensations with device use. The patient was not re-implanted with a new device.